Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included colonoscopy. Concurrent conditions included ovarian cyst, asthma, vaginitis and vaginal dryness. Concomitant products included losartan, pravastatin and sennoside a+b. On (B)(6) 2005, the patient had essure (ess205) inserted. In may 2005, the patient experienced migraine ("migraines/headaches"). In july 2005, the patient experienced constipation ("constipation"). In (B)(6) 2011, the patient experienced palpitations ("heart palpitations"). In (B)(6) 2016, the patient experienced memory impairment ("short term memory problems,"), hypoaesthesia ("numbness") and paraesthesia ("tingling in extremities"). In (B)(6) 2017, the patient experienced vaginal haemorrhage ("abnormal vaginal bleeding"), menorrhagia ("menorrhagia") and fatigue ("fatigue"). In (B)(6) 2017, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse),"). In (B)(6) 2018, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)") and nausea ("nausea"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), irritable bowel syndrome ("ibs symptoms"), flatulence ("gas"), abdominal distension ("bloating"), tinnitus ("ringing in ears"), dizziness ("dizziness,"), joint swelling ("joint swelling."), back pain ("back pain"), arthralgia ("joint pain"), pain in extremity ("leg pain"), abdominal pain ("abdominal pain"), headache ("daily headaches") and hypertension ("daily headaches"). The patient was treated with surgery (hysterectomy (full),salpingectomy (bilateral removal of). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, palpitations, dysmenorrhoea, dyspareunia, fatigue, irritable bowel syndrome, flatulence, constipation, nausea, tinnitus, memory impairment, dizziness, hypoaesthesia, paraesthesia, joint swelling, arthralgia and pain in extremity outcome was unknown, the abdominal distension and abdominal pain had resolved and the migraine, back pain, headache and hypertension was resolving. The reporter considered abdominal distension, abdominal pain, arthralgia, back pain, constipation, dizziness, dysmenorrhoea, dyspareunia, fatigue, flatulence, headache, hypertension, hypoaesthesia, irritable bowel syndrome, joint swelling, memory impairment, menorrhagia, migraine, nausea, pain in extremity, palpitations, paraesthesia, pelvic pain, tinnitus and vaginal haemorrhage to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on (B)(6) 2005: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-oct-2019: pfs and mr received : previously reported event injury was replaced with new events. Following events were added : abnormal bleeding (vaginal, menorrhagia), heart palpitations, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), fatigue, ibs symptoms, gas, bloating, constipation; migraines/headaches, nausea, ringing in ears, short term memory problems, dizziness, numbness/tingling in extremities, joint swelling, pelvic pain, back pain, joint pain, leg pain, abdominal pain, daily headaches, high blood pressure. Medical history,concomitant conditions and concomitant products added. Reporter information added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included colonoscopy. Concurrent conditions included ovarian cyst, asthma, vaginitis and vaginal dryness. Concomitant products included losartan, pravastatin and sennoside a+b. On (B)(6) 2005, the patient had essure (ess205) inserted. In (B)(6) 2005, the patient experienced migraine ("migraines/headaches"). In (B)(6) 2005, the patient experienced constipation ("constipation"). In (B)(6) 2011, the patient experienced palpitations ("blood or heart disorder: heart palpitations"). In (B)(6) 2016, the patient experienced memory impairment ("short term memory problems,"), hypoaesthesia ("numbness") and paraesthesia ("tingling in extremities"). In (B)(6) 2017, the patient experienced vaginal haemorrhage ("abnormal vaginal bleeding"), menorrhagia ("menorrhagia") and fatigue ("fatigue"). In (B)(6) 2017, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse),"). In (B)(6) 2018, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)") and nausea ("nausea"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), irritable bowel syndrome ("gi disorder:ibs symptoms"), flatulence ("gas"), abdominal distension ("bloating"), tinnitus ("ringing in ears"), dizziness ("dizziness,"), joint swelling ("joint swelling."), back pain ("back pain"), arthralgia ("joint pain"), pain in extremity ("leg pain"), abdominal pain ("abdominal pain"), headache ("daily headaches"), hypertension ("high blood pressure"), feeling abnormal ("brain fog") and groin pain ("that goes into my groin") and underwent cholecystectomy ("gallbladder removed"). The patient was treated with surgery (hysterectomy (full),salpingectomy (bilateral removal of). Essure (ess205) was removed on (B)(6) 2019. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, palpitations, fatigue, irritable bowel syndrome, flatulence, constipation, nausea, tinnitus, memory impairment, dizziness, hypoaesthesia, paraesthesia, joint swelling, arthralgia, pain in extremity, cholecystectomy, feeling abnormal and groin pain outcome was unknown, the dysmenorrhoea, dyspareunia, abdominal distension and abdominal pain had resolved and the migraine, back pain, headache and hypertension was resolving. The reporter considered abdominal distension, abdominal pain, arthralgia, back pain, cholecystectomy, constipation, dizziness, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, flatulence, groin pain, headache, hypertension, hypoaesthesia, irritable bowel syndrome, joint swelling, memory impairment, menorrhagia, migraine, nausea, pain in extremity, palpitations, paraesthesia, pelvic pain, tinnitus and vaginal haemorrhage to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2005: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 7-feb-2020: pfs received: new events- groin pain, brain fog were added. Reporters were added. Device removal date was updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and cholecystectomy ('gallbladder removed') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included colonoscopy. Concurrent conditions included ovarian cyst, asthma, vaginitis and vaginal dryness. Concomitant products included losartan, pravastatin and sennoside a+b. On (B)(6) 2005, the patient had essure (ess205) inserted. In may 2005, the patient experienced migraine ("migraines/headaches"). In july 2005, the patient experienced constipation ("constipation"). In june 2011, the patient experienced palpitations ("blood or heart disorder: heart palpitations"). In october 2016, the patient experienced memory impairment ("short term memory problems,"), hypoaesthesia ("numbness") and paraesthesia ("tingling in extremities"). In february 2017, the patient experienced vaginal haemorrhage ("abnormal vaginal bleeding"), menorrhagia ("menorrhagia") and fatigue ("fatigue"). In march 2017, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse),". In february 2018, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)" and nausea ("nausea"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), irritable bowel syndrome ("gi disorder:ibs symptoms"), flatulence ("gas"), abdominal distension ("bloating"), tinnitus ("ringing in ears"), dizziness ("dizziness,"), joint swelling ("joint swelling."), back pain ("back pain"), arthralgia ("joint pain"), pain in extremity ("leg pain"), abdominal pain ("abdominal pain"), headache ("daily headaches") and hypertension ("high blood pressure") and underwent cholecystectomy (seriousness criterion medically significant). The patient was treated with surgery (hysterectomy (full),salpingectomy (bilateral removal of). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, palpitations, fatigue, irritable bowel syndrome, flatulence, constipation, nausea, tinnitus, memory impairment, dizziness, hypoaesthesia, paraesthesia, joint swelling, arthralgia, pain in extremity and cholecystectomy outcome was unknown, the dysmenorrhoea, dyspareunia, abdominal distension and abdominal pain had resolved and the migraine, back pain, headache and hypertension was resolving. The reporter considered abdominal distension, abdominal pain, arthralgia, back pain, cholecystectomy, constipation, dizziness, dysmenorrhoea, dyspareunia, fatigue, flatulence, headache, hypertension, hypoaesthesia, irritable bowel syndrome, joint swelling, memory impairment, menorrhagia, migraine, nausea, pain in extremity, palpitations, paraesthesia, pelvic pain, tinnitus and vaginal haemorrhage to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2005: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-nov-2019: plaintiff fact sheet received. Event gallbladder removal was added. Event outcome for dysmenorrhea & dyspareunia were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.